Event description:
It was reported that there was imagining problems on the allura xper fd20 device. No patient harm or injury was reported. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was image problems. Upon further troubleshooting actions, the fse found that the issue with the image disc 1 in the image processing pc (ippc) was faulty, as well as the image disc being full. The fse replaced the image processing pc and hard disc also recreated the image partition. After replacement of the image processing pc and hard disc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.